Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient tried charging the ins for the first time in 2 years and could not charge. Technical services reviewed that the device was likely in overdischarge and advised the caller to have the patient reach out to their managing hcp. No symptoms were reported.